Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer refills old cartridges with insulin and uses cartridges past labelling. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 55-300 mg/dl.